Manufacturer narrative:
Section a2: mean age 73.4 ± 9. Section a3: 5840 patients, 60.3% female, 39.97% male. Section b3: date of event: exact dates not provided. Article acceptance date: march 9, 2023. The study was conducted for surgeries performed between september 2007 and september 2018 with glaucoma occurring within the first 12 months being excluded. Section d4: catalog number: complete catalog number is unknown, as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: unknown, as the serial number was not provided. Section d6a: implant date: unknown/ not provided. Section d6b: explant date: n/a, lens remains implanted. Section h3: other (81): the implants were not returned for evaluation as they remain implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Citation: I. Hecht, md, p. Kanclerz, md, phd, a. Achiron, md, u. Elbaz, md, r. Tuuminen, md, phd, emba; the effect of blue-light filtering intraocular lenses on the development and progression of glaucoma; march 9, 2023; j glaucoma 2023;32:451¿457; doi: 10.1097/ijg.0000000000002220. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: the effect of blue-light filtering intraocular lenses on the development and progression of glaucoma. A retrospective cohort study was done to assess the effect of blue-light filtering (blf) intraocular lenses (iols) on the development and progression of glaucoma after cataract surgery. A total of 11,028 eyes of 11,028 patients underwent uneventful cataract surgery and were implanted with either blf iol sn60wf/au00t0 (acrysof, alcon laboratories) (n=5,188 eyes) or a non-blf iol za9003 and zcb00/pcb00 (tecnis, abbott medical optics johnson & johnson vision) (n=5,840 eyes). Post-operative complications that were reported in the non-blf iol group include primary open-angle glaucoma (n=45 eyes), pseudoexfoliation glaucoma (n=42 eyes), glaucoma suspect (n=39 eyes), non-specified glaucoma (n=17 eyes), normal-tension glaucoma (n=12 eyes), secondary glaucoma (n=14 eyes), and closed angle glaucoma (n=4 eyes). In the non-blf iol group 69% of eyes had an increase in one type of glaucoma medication and 19% of eyes had an increase in two types of medication. Note: a separate report will be submitted for the other two (2) lens models.